Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested on 07/01/2011 by phone, fax, and mail. A completed questionnaire was received on 07/05/2011. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to an unexpected postoperative refraction. In a f/u, the surgeon reported that pt was post-lasik and believes there may have been some formulation error resulting in the refractive surprise. In the surgeon's opinion, the device did not cause/contribute to the event.